Event description:
A report was received that a pt was experiencing difficulty charging. After attempts at troubleshooting were unsuccessful, the physician determined that the pocket should be revised. The pt underwent an ipg replacement and is reportedly doing well following the procedure.